Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" and "pain, has to support herself when she turns in bed at night to support the breast". Later healthcare professional reported "disintegrated shell, yellow gel". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" and "pain, has to support herself when she turns in bed at night to support the breast". Later healthcare professional reported "disintegrated shell, yellow gel". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" and "pain, has to support herself when she turns in bed at night to support the breast." Device remains implanted.